Event description:
The customer reported the auto expose went off several times by itself, also when changing mags the images go black. No pt injury was reported.

Manufacturer narrative:
The c-arm's footswitch asm was repaired due to a damaged cable lemo connector. The workstation images were checked, and the system is working as intended.